Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that due to sensor glucose and blood glucose value discrepancies the insulin pump had gone into threshold suspend mode, thirteen times, but their blood glucose values were stable or high. No specific values were provided. The customer stated that the day of the report was their first day of work and they were under a great deal of stress. Nothing further was reported.